Event description:
It was reported that patient underwent an orhtopedic salvage system procedure on an unknown date. Subsequently, the patient was revised approximately four (4) months post-op due to fracture of the compress spindle. The compress spindle was removed and replaced. Additionally, the patient was revised on (B)(6) 2013, due to a second fracture of the compress spindle. The compress spindle was removed and replaced. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - unknown. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur as result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04481/04482).